Event description:
Failure code 703. The event was reported to have occurred before use. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.